Event description:
Related to medical device MFR's report# 3004742232-2009-00006. It was reported that during an orbital atherectomy (oa) treatment procedure, the guide wire and drive shaft of the diamondback 360 orbital atherectomy system broke requiring surgical intervention for removal. The lesion being treated was a calcified, 100% occlusion approximately 2.5 cm in length located in the distal left superficial femoral artery (sfa). The distal sfa was about 7mm in diameter. The physician used a 7f introducer sheath from an "up and over the horn" approach. He performed 5 runs at 7-15 seconds each. The rpms would reach 120 proximal to the lesion, then bogged down when the physician engaged the lesion. After 5 attempts, the physician did not think the crown was spinning. It was noted that the guide wire and drive shaft had fractured. The proximal guide wire was removed through the handle of the device, but the distal portion of the guide wire and drive shaft remained inside the patient's body. Using a hemostat, the physician was able to grasp the introducer sheath and the diamondback catheter and removed them as a unit. He subsequently attempted to snare the retained guide wire for approximately 2 minutes, but was unsuccessful. Angiogram showed a dissection of the left ileofemoral segment. The physician elected to send the patient to surgery to remove the wire. A transverse arteriotomy was performed and the retained wire was removed. There was excellent pulsatile flow to the leg. The patient was transferred in stable condition to the recovery room following the procedure. One week post-op, the physician reported that the patient is doing great and the blood flow is better than ever in the patient's leg.